Event description:
It was reported that the right ventricular (rv) lead exhibited elevated threshold with sudden rise, failure to sense, and dislodgement. The rv was repositioned and remains in use. No patient complications have been reported as a result of this event. The patient is a participant in the system longevity clinical study.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).